Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and unable to prime during prime test due to faulty force sensor. Unable to perform occlusion test due to motor error alarm. Motor passed the motor test.

Event description:
It was reported that the customer was experiencing motor error alarms and severe low blood glucose levels. It was stated that the customer was treated in the emergency room yesterday due to low blood glucose levels. Troubleshooting was performed, and the insulin pump passed the displacement test. The insulin pump was not exposed to high magnetic fields. Motor error alarms were confirmed in the alarm history. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.